Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, during the ipg reimplant procedure, the patient was diagnosed with an infection at the extension pocket site. As a result, the lead was explanted on (B)(6) 2024 to address the issue.

Event description:
Additional information indicates, the extensions were also explanted on (B)(6) 2024. The patient has no manufacturer devices implanted at this time.

Manufacturer narrative:
Initial reportable aware date was corrected to (B)(6)2024.